Manufacturer narrative:
Additional contact: (B)(4) hospital (B)(4).

Event description:
Information was received indicating that while in use, it was reported that the pump exhibited a no disposable clamp tubing alarm and it was unknown if air in was tubing. No patient consequences were reported. No adverse effects were reported.